Event description:
This female patient with a history of obesity and diabetes (insulin-dependant, type ii) was admitted for coronary evaluation. The indication for the procedure is not known. Baseline labs and information are not available. Angiography revealed a lesion in the ostium of the diagonal branch. This was treated with the implantation of an unknown cypher stent. Approximately 38 months post implantation, the patient presented to the hospital emergently within 3 hours of onset of symptoms and was ruled-in for an acute, st-elevation, anterior wall mi. The patient received loading doses of plavix and aspirin. In addition, reopro and heparin drips were initiated. No thrombolytics were given. Upon admission, the heart rate was 60 with normal sinus rhythm, blood pressure was 130/70 mmhg, ejection fraction was estimated as between 30-50%. Ck levels were elevated >5 times uln. She was currently taking aspirin, statins, ace inhibitors and beta-blockers.

Manufacturer narrative:
The patient was taken for emergent angiography, which revealed a focal (8mm), totally occluded (estimated as less than 3 months old), b1 type stenosis within the previous implanted cypher stent. There was no thrombus reported in the stent. This was treated with direct stenting of a cypher select plus stent deployed to 14 atms with good results. The stent was not post dilated. Residual stenosis was 0%. There were no reported procedural complications. The patient was discharged the following day with orders for daily administration of aspirin, plavix (permanent), statins, ace inhibitors, and beta-blockers. During follow-ups conducted one-month, six-months, and 12-months later, the patient denied cardiac symptoms and was compliant with medications. Note: per the eselect study coordinator, no additional information regarding products implanted outside the parameters of the study (in this case previous to the patient's enrollment in the study) nor any procedural details are collected. Therefore, this information is not and will not be available. The file will be processed with the information available in the study database. The product is not available for analysis. Additionally, the sterile lot number is not known. No further analysis can be performed for complaints reported without a lot number and for which the associated products will not be returned. In-stent restenosis is a known potential outcome of coronary stenting and is multi-factorial in etiology. Subsequent stent blockage may require repeat dilation of the stented area. Well-known predictors associated with a higher rate of restenosis following stent implantation include patient factors such as sex, prior history of restenosis, diabetes, hyperlipidemia, hypertension, unstable angina, vasospastic angina, renal disease, and smoking; procedural factors such as device-to-artery ratio, presence of significant residual gradient, significant residual stenosis, and the extent of dissection; and angiographic factors such as the size of the reference vessel, severity of the stenosis, presence of calcium, eccentric lesions, saphenous vein graft location, ostial or proximal lesion location, and left anterior descending lesion location, as well as chronic total occlusion and long lesions. In conclusion, there is no evidence to suggest that this event is related to a manufacturing issue or device defect. Based on the available information there are patient factors (insulin-dependant diabetes), and vessel/lesion factors (ostial, bifurcating lesion) that may have contributed to this reported event of restenosis. Cypher product distributed outside the us is not distributed in the us; however, it is similar to us distributed cypher product.